Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: f/g,promus element,mr,ous 2.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 165mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion profile revealed no issues. A visual and microscopic examination of the tip found tip damage; the tip had a rough jagged edge. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that the complaint device was not implanted and stent damage was noted during removal. The dissection was non-flow limiting. A 2.5x16, a 2.75x16, and a 2.75x20 non-bsc bare metal stents, another 2.75x15 non-bsc stent, and a 2.75x12 promus element drug-eluting stent were implanted to treat the full portion of the dissection.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and vessel dissection occurred. Vascular access was obtained via the femoral artery. The eccentric, 32mm in length target lesion was located in the moderately tortuous, severely calcified and 2.50mm in diameter right coronary artery (rca). The lesion contained >45 and <90 degrees bend. Following pre-dilation, a 2.50x32mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, the stent was damaged and a wire induced dissection was then noted. The device was removed and the procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the complaint device was not implanted and stent damage was noted during removal. The dissection was non-flow limiting. A 2.5x16, a 2.75x16, and a 2.75x20 non-bsc bare metal stents, another 2.75x15 non-bsc stent, and a 2.75x12 promus element drug-eluting stent were implanted to treat the full portion of the dissection.